Event description:
It was reported that when the lead was inserted and setscrew screwed down the pulse generator exhibited no capture. The patient is dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: lead fit appropriately in device connector header and setscrew functioned normally. Complaint could not be confirmed. Device exhibited normal output characteristics.